Event description:
It was reported that during a da vinci s prostatectomy procedure, one blade from the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken blade was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. The cable crimp has slipped out of the swageless crimp pocket feature and the grip cable is wedged between the grips. The intact blade does not exhibit damage at the tip. Electrical continuity passed. No other damage was observed.